Event description:
It was reported that customer received a minimum fill notification while attempting to load new cartridge, despite having sufficient usable insulin in cartridge. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump was in case, followed instructions from technical support to remove pump from case, clean pneumatic tap area with alcohol wipe or lint-free cloth, and reload same cartridge, after which cartridge was successfully loaded and insulin delivery was resumed.